Manufacturer narrative:
Event description: still under investigation.

Event description:
A male patient underwent an evar procedure. When the physician went to deploy the bare metal stent portion of the device, he felt an abnormal amount of resistance. The physician had to use more force than normal to deploy the bare metal stent. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.